Event description:
A report was received that the patient was experiencing intermittent stimulation. The patient explained that the stimulation would resume at a high level causing pain so the device was turned off. High impedances were observed on the lead and reprogramming was unsuccessful. The physician plans to replace the leads with a paddle lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2208-70 serial#:(B)(4) model description:linear st lead - 70 cm.

Manufacturer narrative:
Additional information indicates that during procedure the physician explanted patient's leads and ipg and implanted the patient with a paddle lead and ipg. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model#:sc-1110 (B)(4); model : implantable pulse generator (ipg). The ipg passed all visual, electrical, performance, and photographic imaging tests performed. Device evaluation indicates that the device output was monitored for excessive leakage current or spurious signals, however no discrepancies were identified. Device output was monitored while programmed to the patient's latest settings and no intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Visual inspection of the leads found that they were cut. Damages to the leads is a result of the explant procedure and is not considered a failure.

Event description:
A report was received that the patient was experiencing intermittent stimulation. The patient explained that the stimulation would resume at a high level causing pain so the device was turned off. High impedances were observed on the lead and reprogramming was unsuccessful. The physician plans to replace the leads with a paddle lead.